Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that after wearing the sensor for the recommended full 7 days, he removed it and upon removal the patient was still receiving continuous glucose monitor (cgm) values. The patient stated that the insertion site seemed slightly more painful with more bleeding as compared to other previous insertions. The patient stated that he did not find the sensor wire attached to the sensor pod and did not feel it under his skin after he had cleaned the blood from the insertion site. The patient believed that the sensor wire was left in his skin so he made an appointment with his doctor. On (B)(6) 2017, the patient went to the doctor and the doctor was unable to find the sensor wire in the patient's skin and recommended leaving it in the skin if it does not hurt or does not get infected. The doctor did not perform any procedures on the patient. At the time of contact, the patient was doing good. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the patient removed the transmitter before starting sensor session. Dexcom labeling indicates: do not remove the transmitter before removing the sensor pod from your body.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Exterior physical visual inspection: fail. Sensor wire is missing. The sensor wire was not present. The problem is confirmed because the sensor wire was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached. The root cause could not be determined.